Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced early sensor shutoff during sensor startup period and patient did not know where the sensor wire was. Patient was feeling healthy at the time of the call.